Manufacturer narrative:
With regard to this event an rf plate for the eva foot switch was returned for investigation. Investigation of the returned rf plate revealed a defective pcb. Due to the defective pcb the eva surgical system could not recognize the footswitch and presented the reported error message on screen. Historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint. Also a DHR review did not reveal any anomalies. Based on the investigation performed, it was determined that the event is attributable to a random component failure of the pcb of the rf plate. Please be informed that the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
We were informed that during preparation of the surgery the machine gave an error code and the foot pedal was not detected. Unable to activate the foot pedal it was decided to completed the procedure with another machine. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.

Manufacturer narrative:
The product will be returned for investigation.

Event description:
We were informed that during preparation of the surgery the machine gave an error code and the foot pedal was not detected. Unable to activate the foot pedal it was decided to completed the procedure with another machine. Due to the event surgery was prolonged >30 minutes. No actual patient harm occurred.